Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. Customer also states that the insulin pump has a frozen screen.the blood glucose reading is 256 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump up arrow button did not respond, due to corroded keypad trace. No button error alarm noted. No frozen screen noted. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked case on display window corners, broken belt clip slot and cracked reservoir tube lip.